Event description:
The customer contacted baxter's technical service center regarding air seen in the patient line during initial drain. The baxter technical service representative (tsr) advised the home patient (hp) that it was okay since it was during draining and it would be different if it was filling the hp. The tsr advised the hp that it was okay to reconnect and complete the initial drain. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample was received and evaluated. The complaint was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or alarms. The root cause was undetermined.